Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2024-00124. It was reported that the patient's leads had migrated and had high impedances. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.